Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded a ventricular arrhythmia episode to which therapy was delivered and rhythm converted, after interrogation the patient had a ventricular fibrillation (vf) arrest and an external defibrillator was used to successfully convert as the ICD did not deliver therapy. It was noted that cardiology would further review strips and event. This ICD remains in service. No adverse patient effects were reported.